Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse caregiver reported a low reading issue with the freestyle libre sensor. The customer was brought into hospital in diabetic coma, and the nurse noted sensor reading 153 mg/dl against healthcare meter result of "over 700 mg/dl". The customer was treated in intensive care with insulin via IV for diagnosis of hyperglycemia. The nurse also noted another comparison of 136 mg/dl sensor reading against 485 mg/dl healthcare meter. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Per additional information regarding adverse event, received by abbott diabetes care on 29 mar 2022, the following sections have been updated: b2 - outcomes attributed to ae b5 - describe event or problem h6 - adverse event problem (health effect - clinical code, health effect - impact code).

Event description:
A nurse caregiver reported a low reading issue with the freestyle libre sensor. The customer was brought into hospital in diabetic coma, and the nurse noted sensor reading 153 mg/dl against healthcare meter result of "over 700 mg/dl". The customer was treated in intensive care with insulin via IV for diagnosis of hyperglycemia. The nurse also noted another comparison of 136 mg/dl sensor reading against 485 mg/dl healthcare meter. The results when plotted on a parkes error grid fall into the "out of range" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event. On (B)(6) 2022, abbott diabetes care received notification of customer's hospital dismissal letter, which provided the following additional information as related to the reported event. Customer was admitted to hospital on (B)(6) 2022 for stem ganglion bleeding with ventricle fracture. Customer was transferred to stroke unit and treated with drug therapies and emergency operation of implantation of frontal evd (external ventricular drain) was performed. Blood glucose and pressure was monitored and in case of elevation, corresponding therapies were administered. On 15 jan 2022, customer developed diabetic ketoacidosis, and was transferred to ICU. At this time, the sensor customer was wearing had been indicating incorrect values (lower readings) as compared to blood gas and laboratory samples. Customer was treated with insulin perfusion and stabilized for transfer back to normal ward on (B)(6) 2022. Evd was removed on (B)(6) 2022 and customer was discharged from hospital on (B)(6) 2022.